Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient underwent an unspecified minor surgery for an unreported indication. While in the hospital for this minor surgery, the patient performed an exchange and was not supposed to, which resulted in peritonitis. On an unreported date in (B)(6) 2009, the patient experienced peritonitis and was hospitalized. Treatment was not reported. On an unreported date in (B)(6) 2009, the patient was discharged from the hospital. On an unreported date, the patient had recovered from the event of peritonitis. On an unreported date, dianeal therapy was withdrawn and the patient was started on hemodialysis. The reporter did not provide an opinion of causality. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.